Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that both anspachs motors failed in the same day. No additional information has been provided.